Manufacturer narrative:
The motor battery charger was returned to manufacturer, analysis of the charger was able to confirm an electrical failure as the part was out of tolerance. Visual inspection confirmed a leaking capacitor. A warped pcba was causing the t1x component to bend creating gaps between the plates, possibly from thermal expansion. Pcba failed bench and functional testing. +- 27vdc fan voltage failed. Measured voltage was fluctuating with +25.99vdc recorded below spec.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative found that the charger board was overcharging between two pins on the system. To resolve the reported issue, the charger was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect motor battery charger has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the motor battery charger board was not performing as intended. The output from the charger was noted to be out of tolerance. No additional information was provided. There was no patient present when this issue was identified.